Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having battery issues and the battery died. Customer replaced the new battery and received a failed battery test. Customer stated that they had a blank display and when the battery was replaced, they received a failed battery alert. Customer stated that they missed a low battery alert and the pump simply died. Customer inserted a new aaa (B)(4) battery and they did not receive a failed battery test. Customer was advised to monitor the pump. A replacement battery cap will be sent as a courtesy to rule out any possible issues with the battery cap. Customer refused blank display troubleshooting. Customer is happy with the failed battery test troubleshooting results. No additional information provided.